Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.0/+2.5/093 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial. Visual inspection found pieces of the haptic missing and residue on the lens. (B)(4)